Manufacturer narrative:
Received one used unit in 2008, that is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.

Event description:
Pt was post-op, as the nurse was taking out the IV, the IV catheter did not slide out easily. Called for a second nurse to examine the site. The second nurse gently turned the IV hub and the catheter broke off leaving 3/4 of the IV catheter still in the pt's hand. Pressure was applied immediately over the site. Pt required the catheter to be surgically removed. The entire catheter fragment was retrieved successfully.